Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer released a bolus of 25 i.u. By himself by accident. Needed help from second person. Sugar was given to him from father and friends. According to customer it was too loud where he was to hear the bolus delivery. Pump was in his pocket without case. A request was made for the return of the device.